Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
An acute dialysis nurse reported to fresenius that this peritoneal dialysis (pd) patient was hospitalized with peritonitis. There were no reported allegations that the hospitalization/peritonitis was due to fresenius products. In an additional follow-up call with the reporting nurse, it was indicated that the peritonitis was not related to fresenius products. There was no other information provided.

Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An acute dialysis nurse reported to fresenius that this peritoneal dialysis (pd) patient was hospitalized with peritonitis. There were no reported allegations that the hospitalization/peritonitis was due to fresenius products. In an additional follow-up call with the reporting nurse, it was indicated that the peritonitis was not related to fresenius products. There was no other information provided.